Event description:
On (B)(6) 2013, it was reported that patient no longer had trust in her infusion device because she had experienced low blood glucose levels for the past two months; she thinks the infusion device delivers an inaccurate amount of insulin. On (B)(6) 2012, her blood glucose level was 2.0 mmol/l (36 mg/dl) and she passed out. An ambulance was called to assist the patient. When the paramedics arrived the patient's blood glucose level was 1.0 mmol/l (18 mg/dl) and they treated her with an infusion of glucose. The patient's blood glucose levels returned to normal and she was not taken to the hospital. The infusion device was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified, the product meets the specification regarding the customer's allegation. The delivery accuracy of the insulin pump was tested on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The alarm functions of the pump were tested on the diagnostic test system and meet the specifications. The problem mentioned by the customer could not be reproduced. Therefore, no corrective or preventive actions will be initiated.